Event description:
A customer reported encountering a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset process, which resolved the issue, allowing the customer to successfully start a new sensor session without the error recurring.